Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating a mechanical component error. Additionally, a system notice was received indicating that there is a problem with the system. It was also reported that flow and pressure issues were observed. The console was rebooted several times without resolve. The case was aborted, and the patient was under general anesthesia. A field service visit was recommended. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files confirmed system notice 50022 (mechanical component error) was triggered four times on the date of the event. A pressure transducer (console part) was returned and serviced. Visual inspection showed the product was intact with no apparent issues. The pressure transducer passed the performance test as per specification. The product issues reported (system notice 50022 and 11200) are not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. If information is provided in the future, a supplemental report will be issued.